Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the process of intestinal dissection on a laparoscopic procedure, the stapler did not fire a staple line and did not cut. Another device was used to complete the case. There was no patient injury.